Event description:
It was reported that the device exhibited " failed accuracy (B)(4): there was no patient involvement

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 7/8/2025. Received one device. Customer complaint of, failing accuracy +7.60%, cannot be confirmed through, volume accuracy test. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration's. Downstream occlusion sensor (dso) seal replaced as preventive maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.